Event description:
It was reported that when using the bd pyxis¿ medbank tower aux was powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medbank at the facility was powered off post power outage. A technical support specialist confirmed that all cables were properly connected, yet the cabinet remained powered off. The user was instructed to press the power button located beneath the monitor, which successfully powered on the cabinet. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Additional information: section h imdrf annex b and d.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux was powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.